Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella cp implant procedure for 87-year-old male patient, no flow was established. The left ventricle was noted to have good filling. The impella was therefore explanted and a new impella was placed to continue the high risk percutaneous coronary intervention procedure without issue. The explanted impella was tested in water bath and no flow could be established there either.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The cp pump was returned and visually inspected. No biomaterial nor broken blades were found. A foreign object was observed around impeller and a cannula kink was observed near the outlet cage. The cause of the low pump flow was interaction with other device due to foreign object ingested before or during insertion that obstructed the flow. The cannula kink may have occurred during implant or explant. To conform to updated procedures, section d6 was revised with updated information.